Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation component v4 (transient voltage suppressor) on the ECG pca board of ECG a was defective. The defective v4 was drawing down the +5v line which caused the ECG signal to be missing from both the front-back (fb) and side-side (ss) ECG channels. The cause of the check belt messages was the missing ECG signal. The root cause of the defective v4 component was unable to be positively identified. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient notified zoll billing unit that his electrode belt kept alarming. Zoll customer support was notified and the issued the patient a replacement electrode belt.